Event description:
It was reported that a pain management pump was placed in the patient's back to manage chronic pain. Three weeks post operatively, the patient was diagnosed with a deep surgical infection.